Manufacturer narrative:
Visual evaluation of the returned capio¿ slim revealed that the device has the cage damaged. Therefore, the most probable root cause classification is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is handling damage.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure on (B)(6) 2016. According to the complainant, during preparation, the capio carrier got stuck in the capio cage. The procedure was completed with another a capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) carrier would not retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure on (B)(6) 2016. According to the complainant, during preparation, the capio carrier got stuck in the capio cage. The procedure was completed with another a capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.